Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation more than 2 weeks ago. He had no stimulation on any right lead programs up to 10.5v. The patient was not incurring any "shocking" sensations. The patient denied any incurring any accident or falls in the last few weeks prior to the loss of stimulation. An impedance check revealed electrodes 8-15 were >10k referencing from 0-7 and when referencing from electrodes 8-15, all electrodes 0-15 were >10k. They went through all the patient programs on group a. Only the left lead programs using electrodes 0-7 were able to provide stimulation to the low back. There was no stimulation using any programs from the right lead up to 10.5v. There was a possible lead fracture. The neurosurgeon would be referring the patient to a doctor for lead revision/replacement. Further plans were forthcoming pending an evaluation from the doctor. The issue was not resolved at the time of the report. No surgical intervention occurred but one was planned. It had not been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.